Event description:
The manufacturer received info alleging a "service required" alarm condition occurred. The device was not in pt use.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, "service required" code was found in the ventilator's downloaded error log. The device oxygen blending module board was replaced to address the issues.